Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal device check. Upon attempt interrogation, the pulse generator could not be interrogated. Another merlin programmer was used but same issue resulted. On (B)(6) 2016, the device was explanted and replaced. There were no complications as a result of the procedure. The patient was asymptomatic.